Event description:
Boston scientific (formerly guidant) received info from this journal article of a study conducted to analyze the frequency and reason for secondary interventions and their impact on survival in pts with endovascular aneurysm repair (evar). In this study, nine pts had ancure endografts; one of these pts required a secondary intervention. This pt had an occlusion of the left limb of the aortobi-iliac graft at the conclusion of the external iliac artery. A thrombectomy was attempted but unsuccessful in clearing the graft. As a result, a femoral-femoral bypass was performed and the graft was repaired. No add'l adverse pt effects were reported.

Manufacturer narrative:
The ancure endograft remained implanted. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided. Reference: al-jubouri m, comerota aj, thakur s, aziz f, wanjiku s, paolini d, pigott jp, lurie f. "Reintervention after evar and open surgical repair of aaa. A 15-year experience." Annals of surgery. October 2013; 258 (4): 652-8.